Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary : the device was returned and analyzed with no anomalies found.

Event description:
It was reported by a medical equipment company representative that upon device interrogation, the device "locked up" due to low battery voltage and the battery status indicator appeared white. The device was allowed to warm overnight and then re-interrogated with the same result. The device was not used and there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.